Event description:
A report was received that during a revision, the physician noticed one tail of the lead was completely cut in half about one cm from the header of the ipg. The physician was not sure if he was the one who did it or not. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The lead was not returned to bsn. It is indicated that the lead will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.